Manufacturer narrative:
Correction: h6 component code was omitted from initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardiac monitor in backup operation. A download was not performed to restore the device due to low battery status. The clinician planned to schedule the patient for explant due to normal battery depletion. No patient symptoms were reported.